Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic after receiving a patient notifier, post-paced t-wave oversensing was observed on the ventricular channel. The single recommended programming change was made. A couple of weeks later, the patient received more instances of post-paced t-wave oversensing episodes. A new programming change was recommended. No further information is available.